Manufacturer narrative:
Sample was serum and centrifuged for 5 minutes at 3000 rpm. Qc performed within the same run as the sample in question was within specifications. In addition, all other patient samples tested during this same run resulted as expected. A system check performed on (B)(4) 2011 was within specifications. No errors were posted to the event log in association with this event. The patient's sample in question had rlu readings lower in concentration than the s0 calibrator. A clear root cause could not be determined for this event.

Event description:
A customer reported to beckman coulter inc. (Bci) that the access 2 immunoassay analyzer generated "no value" result for unconjugated estriol for one (1) patient, that did not match the clinical picture. Repeated testing two more times on the same instrument again generated the "no value" result. Subsequent testing performed on an alternate method produced measurable levels of unconjugated estriol. The customer did not provide these results. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.